Event description:
Cuff found inflated on pt arm. Arm hard, reddened, swollen. Right cephalic dvt developed. Cuff failed to release pressure, stayed inflated for extended period of time.

Event description:
Caller reported aviva system blood glucose results of 378 mg/dl and 142 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.